Event description:
It was reported by the customer "12/20 PICC positional and kink shown on xray. Attempted to pulsatile flush catheter to to fix kink but not successful. Line only has blood return when right arm is lifted up and hand up by right ear. PICC removed and new one placed." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regt2175 showed no other similar product complaint(s) from this batch number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "12/20 PICC positional and kink shown on xray. Attempted to pulsatile flush catheter to to fix kink but not successful. Line only has blood return when right arm is lifted up and hand up by right ear. PICC removed and new one placed." No other information was provided. Additional information received 2/28/2023: it was reported by the customer "original catheter was secured with securacath." Additional information received 5/25/2023: catheter inserted 14cm above the antecubital fossa with 6cm left external.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed but the cause is unknown. Two ap radiographs coned down to the right chest and arm were returned for evaluation of this complaint. The implicated product was a 4fr s/l powerpicc catheter. A coil or kink in the catheter line was visible overlaying the right axilla in both returned images. It was reported that aspiration of fluid could only be conducted when the patient¿s arm was raised, likely due a positional occlusion due to the kink seen in the radiographic images. Possible contributing factors for the kink/coil in the catheter could include catheter placement or the patient¿s anatomy (venous anomalies or motion near the axilla). The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ the report of a kinked catheter has been documented and will be monitored as part of complaint trending. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "12/20 PICC positional and kink shown on xray. Attempted to pulsatile flush catheter to to fix kink but not successful. Line only has blood return when right arm is lifted up and hand up by right ear. PICC removed and new one placed." No other information was provided. Additional information received 2/28/2023: it was reported by the customer "original catheter was secured with securacath."

Event description:
It was reported by the customer "12/20 PICC positional and kink shown on xray. Attempted to pulsatile flush catheter to fix kink but not successful. Line only has blood return when right arm is lifted up and hand up by right ear. PICC removed and new one placed." No other information was provided. Additional information received 2/28/2023: it was reported by the customer "original catheter was secured with securacath."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.